Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised for clicking. Update 06/07/2016 medical records received. Medical records reviewed for MDR reportability. Revision surgical report noted elevated metal ions without lab results prior to surgery, murky greenish-yellowish fluid with green, black, and yellow areas in it significant for metal on metal, dark stained synovium, and 525ml blood loss without description or explanation of blood loss cause. Head, cup and adapter sleeve with be changed to MDR yes and stem will be added for allegation of elevated metal ions. The complaint was updated on: jun 17, 2016.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.